Event description:
It was reported by the rep that during a video assisted thoracic wedge resection procedure, the device pushed the tissue through the jaws and did not seal the lung. Another device was used to complete the procedure. No adverse consequences reported. Ees associates met with the surgeon, he agreed that the tissue being pushed out of the jaws was most likely due to the observed dull knife. We discussed various ways the knife may have been dulled during the procedure, which included firing around the perimeter of calcifications. These calcifications are common in thoracic cases though, so they probably were not the root cause. The most likely cause was the surgeon firing across tissue where multiple staple lines had been overlaid in the same region. Since the device was firing across multiple staple lines at the same time, this likely caused the blade to be dulled. We discussed that if he ever saw the tissue being pushed out of the jaws again that he should switch to a new device with a fresh blade.

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with ten gold cartridge reloads present. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device opened and closed without difficulties. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.